Event description:
Patient's right shoulder being revised for failed allograft. Surgeon removed prosthesis and remaining allograft and implanted new mrs head and stem thru new allograft.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Manufacturer narrative:
An event regarding revision for a failed allograft involving a mrs humeral head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: concluded that the event was caused by adverse patient-related factors contributing to failure of bone graft incorporation without evidence for device-related factors. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review by a clinical consultant concluded that the event is not device related.

Event description:
Patient's right shoulder being revised for failed allograft. Surgeon removed prosthesis and remaining allograft and implanted new mrs head and stem thru new allograft.